Manufacturer narrative:
Device received 8/9/2023 updated information reed covert the used 011-mc33121 extension set was pressure leak tested and no leakage was observed at any location along the fluid path. The male luer was measured and found to meet design expectations. The complaint was unable to be replicated or confirmed. The device history review (DHR) for lot 13582237 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer, when fitting the device, during treatment of surgical abortion, leakage at the male base attached to the catheter was noticed. The present plug of the male base had been difficult to remove before the connection attempt. Clinical consequences: longer manipulation of the installed device. Infectious risk. No consequences for the patient. There was no blood loss considered clinically significant, only minimal blood loss through leakage. There was no drug administered, it was only a placement of an obturated catheter with a view to in-room surgery. The patient's condition before, during, and after the incident was calm. No other information was provided.